Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The patient was not happy with her vision, which came out to +2.75 -0.50. The lens remained implanted additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - patient not happy with vision. Claim # (B)(4).